Event description:
Cryoprobe passed pretest with proper ice formation and no shaft frosting. After placement, frosting up the shaft from skin entry to probe handle was noted during the first 30 seconds of freeze. Treatment was immediately stopped, the defective probe was thawed, removed and replaced.

Manufacturer narrative:
Per additional information received from the hospital; no intervention was required, the patient was not injured in any way, and no follow-up was required because of the shaft frosting.product received and evaluated. The reported issue was confirmed. The vacuum sleeve failed the functional test during evaluation.